Event description:
It was observed that during the device evaluation, the videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found a foreign object inside the nozzle, due to corrosion on endoscope connector, e315 (scope err unsupported scope) occurred, the insertion tube was caught and pinched and caused the insertion tube to become deformed, plastic distal end cover cracked, electrical continuity error occurred due to water invasion in the scope connector, forceps channel had pinhole, forceps elevator knob had a scratch, connecting tube had a dent, connecting tube had a scratch, scope connector had deterioration due to chemical stress during reprocessing, connecting tube cover unit had wrinkle and a scratch, s-connector had a scratch, universal cord had a scratch, right and left knob had a scratch, universal cord was sticky, scope connector was dirty due to water leakage, nozzle clogging caused water supply volume not to meet the standard value, bending section cover had a chip on adhesive, due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, suction cylinder was shaved, bending angle in up direction did not meet the standard value, universal cord resin area had become detached, and an electrical continuity error occurred in the circuit board cable, due to corrosion on scope identification (ID)cable, scope ID was not displayed, and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.